Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. No further information has been obtained despite good faith efforts. The lead was never in service. No adverse patient effects were reported.